Event description:
It was reported by a patient that she has been experiencing sensitivity to light ever since the explant of her intraocular lenses in 2006. The patient has seen multiple doctors and stated that she has been told she has dry eyes. No further information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Corrected data: model #: clrflxc. Catalog #: clrflxc. Serial #: unknown. Expiration date: unknown. If implanted, give date: unknown. Device manufacture date: unknown. (B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.